Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 5 days, with symptoms of allergy, itching, and pain at the sensor site. The customer had contact with an hcp who provided topical mometasone furoate (corticosteroid) cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Serial number has been updated based on returned product. Device mfg date has been updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor adhesive was not returned. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The DHR (device history review) has determined that the product has been in distribution beyond its useful life as the manufacturing date is 26 october 2018. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the sensor adhesive is returned for this complaint, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 5 days, with symptoms of allergy, itching, and pain at the sensor site. The customer had contact with an hcp who provided topical momentasone furoate (corticosteroid) cream for treatment. There was no report of death or permanent impairment associated with this event.